Event description:
A (B)(6) male pt contacted zoll customer support to report he was receiving constant adjust belt or check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt message) has been confirmed. Upon receipt there was an open pulse wire in the distribution node to ECG-b cable. The cause for the adjust belt or check belt messages was the open pulse wire. The root cause for the open pulse wire cannot be positively determined. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.